Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread, but the thread is not wound on the pack. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account that there are previous confirmed complaints for this code-batch regarding the same issue, we consider this complaint is confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: considering the open sample received and that there are previous confirmed complaints regarding the same issue for this code-batch, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that, upon opening the package, he found that the suture and the needle had come loose. There was no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.